Manufacturer narrative:
This report is being filed as a voluntary distributor report. The manufacturer, unimax medical systems, inc., is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the sb936, detachable pouch 3x6" 5ea/box, was used during a robotic prostatectomy procedure on (B)(6) 2022 when it was reported ¿specimen bag broke while in use.¿ there was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed as planned. Further assessment questions were asked to clarify the event and what occurred; it was stated, the shaft of the device fragmented and fell into the patient. All fragmented pieces were safely retrieved. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence and will be reported as a voluntary distributor report.